Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated but the interconnect cable was reconnected. Kv tracking and image resolution within specification. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the monitors of the system 9800 had white and black lines distorting the image making interpretation difficult. There was no adverse patient involvement reported. There was no patient information reported.